Event description:
The customer reported that the insulin pump was thorn and alarmed motor error anytime he primes or boluses. The blood glucose reading was 195mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer has been off the device since three weeks ago. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had a severe scratch on the display window.